Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the atrial lead exhibited low pacing impedance likely due to an insulation break. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received.